Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was originally implanted with sub-optimal positioning based on the patient's anatomy. Post implant, the sensing decreased, thresholds increased and pacing impedances had a 400 ohm variance. It was decided to replace this lead with an active fixation dual coil lead. There were no adverse patient events reported.